Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, prompting the customer to rewind the device and go through the reservoir process. The customer's blood glucose was 459 mg/dl, which was treated with a manual injection. The customer stated that no serious injury or hospitalization resulted from the event and was transferred to the 24 hour help line for further assistance.